Event description:
It was reported that a pump declared alarm 20 during the load process. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no information on the adverse impact of their blood glucose level. Technical support assisted the customer in correctly loading a new cartridge, and the customer was able to successfully resume insulin therapy with no prior reports of similar alarms with this pump.